Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was seeing a new healthcare provider (hcp) and a manufacturer¿s representative (rep) who viewed her devices under fluoro and were surprised to learn that they were implanted one above the other and the hcp said they should be at least 6-8 inches apart. The patient was wondering if she should ask her hcp about moving the ins location to address this. The patient reported that they did have some telemetry issues during programming. No further complications were reported.